Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a pressure sensor autozero failure had occurred. The customer confirmed the error code in the event log. The remote service engineer (rse) performed a troubleshoot with the customer and informed the customer of the manufacturer recommendations. The rse then provided the customer with the part number of the data acquisition (da) printed circuit board assembly (pcba) and solenoid valves to order and replace. The customer replaced the solenoid valves to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.